Event description:
The facility representative reported an infusion pump with failure code 812:02 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed upon power up of the device during product evaluation. Fail code 812:02 was due to a faulty pump head module. The pump head module was replaced.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of an evaluation or if any additional details becomes available. This report represents all information known by the reporter at this time.